Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 230 mg/dl at the time of incident. The current blood glucose was 302 mg/dl. Customer treated with syringes for high blood glucose. Customer was assisted with troubleshooting. Customer declined for high pressure test. Customer alleging the insulin pump because customer was experiencing high blood glucose almost daily. The product will be returned for the analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under delivery anomaly noted and passed the delivery accuracy test.